Manufacturer narrative:
(B)(4). The device was returned for analysis. The main coil was retrieved with no issue encountered. The main coil was observed to be kinked and stretched upon inspection. The introducer sheath and was inspected and no damage was observed. The zap tip of the main coil was missing. The interlocking arm of the main coil was inspected and no damage was noted. The number of fiber bundles recorded during product analysis was below the assigned specification. The reason for this is the coil was subjected to conditions that damaged its original structure. The coil is designed to be advanced with ease and the coil was kinked, stretched and broken indicating the device was not handled correctly during the procedure. Coil fiber bundles are retained by the tension applied between coil loops during manufacture. Damage to the coil may potentially lead to the fiber bundles detaching. The damage to the coil impacted the overall structure and appearance of the coil as the number of fiber bundles was below specification. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22jul2015. It was reported that the coil detached prematurely inside the catheter. The target lesion was an aneurysm located in the superior mesenteric artery. A 20mm x 40cm interlock-35 was selected to treat the target lesion. During the procedure, the coil was advanced into the rotating hemostasis valve (rhv); however, it was noted that the tip of the coil did not firmly seated and was deployed inside the rhv. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable. However, device analysis revealed the zap tip of the main coil was missing the number of fiber bundles was below specification.